Manufacturer narrative:
Internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 153 and 201 mg/dl. Customer stated that she tests both fasting and non-fasting and could not confirm if these results were performed fasting. Note: customer had called back on (B)(6) 2019 after the initial call to report that she had tested before lunch and had obtained a result of 224 mg/dl fasting. The customer's expected fasting blood glucose test result range is 110 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/20/2020 and open vial date is february 2019. Customer had another vial of test strips that she had opened during the call; customer did not provide the lot number of this vial of test strips. During the call on (B)(6) 2019, a blood test was performed by the customer non-fasting and produced test result of 245 mg/dl using truemetrix air meter. The meter memory was reviewed for previous test result history: result 1:153mg/dl 2/25 1008a unknow, result 2:94mg/dl 2/24 728p fasting, result 3:113mg/dl 2/24 923a fasting, result 4:127mg/dl 2/23 720p fasting, result 5:201mg/dl 2/23 223p unknow.